Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with this non-boston scientific right atrial (ra) lead, exhibited low out of range pacing impedance measurements. The device emitted tones due to the alerts of out-of-range measurements. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.